Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose of 591 mg/dl and received a button error on the insulin pump. Customer stated that upon removing the reservoir, the compartment was full of insulin and there was insulin behind the pump screen. Customer treated for high blood glucose with manual injection. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during our testing. However, moisture damage found on electronic assembly and motor. Unable to perform functional testing due to unresponsive buttons. Unable to confirm blood glucose meter communication due to unresponsive buttons. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.